Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.